Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they had a very hard fall a week ago and the stimulation was not working right. Patient stated that they landed their head first and the rest of their body failed and they flipped off the commode's lid. Patient mentioned the fell a on a week ago sunday. Patient noted that they were bruised back there and they needed help. Patient mentioned that they went to the ER twice. Patient mentioned the stimulation was working right sometimes and was not working right sometimes. Patent confirmed they noticed this after their fall. Patient also mentioned that sometimes they had to turn the stimulation down in order to go to sleep. Agent emailed patient physician listings information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.